Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that while crossing a calcified lesion a small piece fractured off the catheter. The fragment was removed using a snare. The catheter was exchanged for a new device. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and decontamination. The device was sent to the manufacturing facility but never arrived. The complaint is unconfirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.